Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the hospital for high blood glucose (bg) and ketones. Bg value not provided. Customer declined follow up from tandem technical support. No additional information was provided.